Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system due to high impedances on the leads. Reprogramming was performed and temporarily resolved the inadequate stimulation. The patient underwent a revision procedure in which one of the two implanted leads was explanted and replaced with a new lead. The patient is doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system due to high impedances on the leads. Reprogramming was performed and temporarily resolved the inadequate stimulation. The patient underwent a revision procedure in which one of the two implanted leads was explanted and replaced with a new lead. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 5134375. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) # (B)(4). Lead sc-2317-70; (B)(6) was returned visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.